Event description:
It was reported that the bur head broke off prior to use. No adverse consequences were reported.

Manufacturer narrative:
The bur subject to this complaint was returned for evaluation. It was visually confirmed that the tungsten carbide head was absent. Details of product lot no. Were not provided. It was not possible to determine the definitive root cause for the breakage.